Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, low amplitude measurements, inappropriate shocks, and increased shock impedance measurements which were not out of range. It was noted that the device appeared to have shifted. No adverse patient effects were reported. The device system remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, low amplitude measurements, inappropriate shocks, and increased shock impedance measurements which were not out of range. It was noted that the device appeared to have shifted. No adverse patient effects were reported. The device system remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that the patient was evaluated in the hospital where isometrics were performed without reproducing any noise. An x ray was performed which showed the device had not shifted; however, it showed the device was in a very posterior position. The sensing vector was reprogrammed. No additional adverse patient effects were reported. The device system remains in service.